Manufacturer narrative:
The insulin pump had no up and down button response due to corroded keypad traces. No stuck buttons and no ramping or moving numbers on their own anomaly noted. Unable to verify for battery out of limit alarm due to no up and down button response. The device had a scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm, display anomaly, and keypad anomaly. The blood glucose at the time of the incident was 151 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.